Manufacturer narrative:
Additional tag® devices included in this report: (B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (proximal: (B)(4), distal: (B)(4)) to repair a thoracic aortic aneurysm. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, one-month follow-up imaging showed no issues. A diameter of the aneurysm was 48mm. On (B)(6) 2011, one-year follow-up imaging showed no issues. A diameter of the aneurysm was 45mm. On (B)(6) 2012, two-year follow-up imaging showed no issues. A diameter of the aneurysm was 45mm. On (B)(6) 2013, the patient visited the institution for three-year follow-up. It was unknown if endoleak or aneurysm enlargement was present because CT was not performed. On (B)(6) 2014, the patient visited the institution for four-year follow-up. It was unknown if endoleak or aneurysm enlargement was present because CT was not performed. On (B)(6) 2015, five-year follow-up imaging revealed a type ii endoleak of unknown origin. A diameter of the aneurysm enlarged to 68mm. On (B)(6) 2015, a coil embolization was performed to repair the endoleak with aneurysm enlargement. The patient tolerated the procedure. It was unknown if the endoleak was resolved. No further information was available.